Event description:
It was reported that an azur vascular plug was used for treatment. During the procedure the vascular plug was observed to have migrated. Therefore, subsequent coil and gel foam were implanted to back up the plug. The patient was reported as stable with no patient injury. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and procedure images were not provided; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies implant migration as potential complications associated with use of the device.